Event description:
It was reported that the device reached elective replacement indicators (eri) a year after implantation. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. S2d review: battery voltage: weekly trend in save to disk data file (B)(4) shows min bat = 2.69 to 2.68 volts between (B)(6) 2011, is before device rrt <= 2.62 volt. S2d review: sensing/oversensing: 1 - vf=210 ms average v-cycle on (B)(6) 2011 07:41:14. Evaluation summary: (B)(4) the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.